Event description:
It was reported that there were ten cases of perforation involving a particular model of implantable pacing lead. No other information is available. No other patient complications have been reported as a result of these events.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).